Manufacturer narrative:
Taper ii. The product associated with this report has been returned as the device has not been explanted yet. Based on the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number, the exact implant date and explant date.

Event description:
Patient report an x-ray confirmed that the tubing has come away from the band. Follow-up findings: patient reported experiencing abdominal pain recently prior to the x-ray. Event was confirmed by the facility.